Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 375 mg/dl. Customer's mother had issues with a huge amount of bent needles and was sent replacements. Customer's mother stated that they are travelling and have had another bent needle. Customer has had a no delivery alarm as well, which was resolved by a set change. Motor error was received after trying to rewind the pump. Customer stated that they went through a body scanner at the airport. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.